Event description:
On 08 feb 2024,senseonics was made aware of an incident where physician was unable to remove the sensor on the first attempt made because of the tissue around it.

Manufacturer narrative:
Despite multiple follow up attempts with the user the removal status of the sensor could not be confirmed.